Event description:
In (B)(6) 2025, a patient underwent a surgical procedure with concomitant pulmonary vein isolation and left atrial appendage management. Four ablations were performed using an emt1 after which, the left atrial appendage was managed. Bleeding was then observed coming from the pulmonary vein and described as a tear. Hemostasis was achieved through the application of felt and the placement of sutures. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for investigation, and a device history record review was unable to be conducted as the lot number for the device was not reported or able to be ascertained.